Event description:
The patient was admitted to the o.r. With a shunt malfunction. A 5 cm shunt catheter was found to be disconnected from the shunt catheter base. The base was removed, but the catheter was disconnected in the brain.on the ultrasound, the catheter could be seen; it was about 1 cm into the brain. Clinician followed the previous tract and looked down carefully to the hole, but could not find any evidence of the shunt, could not palpate the shunt. Therefore, the search for the catheter was abandoned.our facility has identified 7 cases, to date, of this unusual mode of failure. Our site has switched to a line of ventricular shunts that do not have the bioglide coating (we are concerned that the bioglide coating on these ventricular shunts may compromise the bonding between device components, thus causing the disconnection).in our discussions with the manufacturer, our site learned that medtronic has issued a voluntary recall on the bioglide ventricular shunt catheter product # 27782.